Event description:
A distributor clinical application specialist reported that while on a site for surgery support, the doctor had a suction loss in one case before the second arcuate being performed. The clinical application specialist noticed that the fluid had leaked and the eye was no longer in the ring. She prompted the doctor to discontinue firing the laser. The pt was released and the second arcuate was completed manually. However, the doctor asked to have it recorded that during the manual portion of the procedure, a secondary issue occurred. The doctor inadvertently perforated the cornea into the anterior chamber with the blade and a suture was required to close it.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available.